Event description:
It was reported that during the implant procedure there was significant difficulty in placing the right ventricular (rv) lead in a location that would produce an acceptable r-wave. The rv lead was implanted with good measurements. One day post implant, the lead had dislodged. The physician repositioned the lead and while stitching the lead in, it was noted that the lead had once again dislodged. The lead was removed and visual inspection of the removed lead showed that there was tissue adhered to the helix and inside the tip of the lead. A new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the helix of the lead was extrinsically bent, the distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.